Event description:
Rep called back stated they have received the parts but patient is still not able to charge the implant. Caller stated they are recharging excellent and good and controller was at 100% and now at 70% and the ins is still red. Caller is very upset about device recharging process. Agent asked if caller is using the new rtm and caller said yes. Agent asked for new recharger (rtm) serial and caller did not want to stop the recharging process to provide rtm serial. Agent asked if patient had fall or trauma and caller said no. Agent reviewed device function and recommend patient follow up with hcp ofc. Caller said they won't find a hcp for look at the implant and patient is in nursing facility. Agent reviewed reps role and caller got very upset and call is disconnected. Pt rep called back and said that the pt is in pain and its triggering her dementia. They are upset that the patient isn't able to charge ins, and pats has replaced rtm and controller, but they are still not able to charge. Emailed local reps asking them to call the pt rep back. Reps responded to email, closing case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date: n/a; explant date: n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it doesn't work. Caller said that they talked to a manufacturer representative (rep) few days ago and they recommend to have a new parts sent to them. Caller said that when recharging the implantable neurostimulator (ins) they will recharge then will go back to looking for a device and it will not continue charging. Caller does not have the external equipment and the patient with them as patient was in the hospital (assisted living). The caller was escalated and insisted they do not need to give a serial number to request for a replacements. Caller said that this happens to they before and they received the replacement recharger and it didn't work they sent a controller. This caller will call back and will request all their external devices be replaced. Additional information was received from the patient representative (patient rep) on 2025-aug-26. The patient rep stated that they called back from number on file and repeated previously documented information. Caller stated the controller screen just keeps spinning on looking for device and has been "haywire." Caller was not with the patient at the time of the call, but stated the patient is in the hospital and has got so much damn pain they can't tell what was wrong. Caller noted they had spoken to manufacturer representative (rep), who advised them to call patient services. Caller added every day it was a mess trying to get the device to work and they have to keep moving the paddle and pretty soon it works but now they can't do anything. Agent asked if caller was seeing no device found message but caller could not confirm. Caller did report poor recharge quality and stated the implant only charges with the hole of the paddle right over the implant. Caller stated they had the same problem previously and we sent another recharger and that didn't work and then we sent a controller and that worked but now they're back in the same mess. Caller reported no visible damage to the recharger, controller port, battery compartment, or battery pack and denied any rattling noise inside the controller. Caller noted they have to reset the controller for it to locate the implant. Caller denied any significant weight gain or loss for the patient. Caller was escalated and insistent that controller be replaced, but agent redirected to healthcare provider (hcp) to check implant positioning if issue persists.

Manufacturer narrative:
H6 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.